Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 536 mg/dl while wearing the pod longer than 48 hours. The patient's sister said that they were experiencing high blood pressure. The patient was administered novolog, regular, levimuier and a dextrose shot. The patient was released five days later. When at the hospital the doctor stated that the cannula was out of the infusion site. The pod was worn when seeking medical attention. The old pod was discarded at the hospital.